Event description:
It was reported that the customer was hospitalized for high blood glucose and dka. The blood glucose reading at the time of admittance was 499 mg/dl. Nurse stated that the customer had unexplained high blood glucose for one month. Troubleshoot the insulin pump and it appears that the settings are correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.